Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the "screen does not turn on" was confirmed during product evaluation. This condition was caused by a blown main fuse. The main fuse was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Corrected data: the previous evaluation summary stated that this device was a colleague infusion pump. This was incorrect, as the device is a flo-gard infusion pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump in which the screen does not turn on. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.